Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre-investigation statement: upon device receipt it was detected, that the tfna end cap was found damaged at its threads. Based on that finding the flow damaged will be selected for this investigation. Investigation selection investigation site: zuchwil selected flow: damaged. Visual inspection: the received tfna end cap show that the first two thread flanks got damaged. Furthermore, there are some deep scratches on the implant visible and the stardrive recess show deep impression marks. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed as the tfna end cap was found damaged at is thread. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. The received condition, that the implant cannot be screwed in to an tfna nail, can be confirmed. This kind of damage is typically consistent with a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into a damage and can compromise the functionality of the device. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 04.038.000s, lot number: 5l96350, manufacturing site: bettlach, release to warehouse date: oct. 02, 2019, expiry date: oct. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the endcap. During the surgery, the surgeon couldn¿t insert the endcap. The surgeon locked the locking mechanism of the nail. The surgeon gave up inserting the endcap. Surgery was finished without inserting the endcap. The surgery was delayed by less than thirty (30) minutes. The endcap thread seemed to be thick. After the surgery, the sales rep tried to insert the endcap into a sample nail, but he couldn¿t. The sales rep tried to insert another endcap into the sample nail, and he could insert successfully. Patient's outcome is reported as stable. Concomitant device reported: nail (part # unknown, lot # unknown, quantity # 1) this report is for one 91) ti end cap for tfna 0mm extn - sterile this is report 1 of 1 for complaint (B)(4).